Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01749. This report is being submitted as additional information. The patient weight was not provided. Approximate age of device- 5 years and 3 months. Manufacturer's investigation conclusion: although the reported low speed and pump stop events were confirmed through evaluation of the submitted log file, a potential cause could not be conclusively determined through evaluation of the device. Analysis of the log file captured pump stop events while the patient was supported by the power module and battery support, respectively. These events also showed corresponding elevations in pump power. Based on past experience and similarly reported events, the data captured in the log file is consistent with two more compromised wires in the patient¿s percutaneous lead. The device was returned assembled with percutaneous lead cut approximately 4" from the pump housing and the distal portion of the percutaneous lead was not returned. Only the graft attachment of the sealed outflow graft was returned. The metal clip of the outflow graft bend relief was returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The bionate and braided shielding were removed, and visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use and patient handbook outline indications of percutaneous lead wire damage as well as how to respond to such events. These documents also address how to care for the percutaneous lead; however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On 24apr2018, the patient¿s system controller log file was submitted to the manufacturer¿s technical services for analysis. Technical services reviewed of the submitted log file and an intermittent pump stoppage was confirmed to have occurred (B)(6) 2018 at 00:14. This event appeared to have occurred while the system was connected to the power module. On 27apr2018, an additional system controller log file submitted to technical services for review confirmed low speed operations and pump stoppages while connected to battery. Submitted x-ray images of the percutaneous lead (driveline) reviewed by the manufacturer's technical services showed an area of concern. The customer was informed that this type of behavior has been linked to potential issues with the driveline. Follow-up information received from the vad coordinator stated that the patient had remained asymptomatic during these events. The pump stoppages had reportedly occurred twice while the patient was bending over. Of note, the patient had a gastric sleeve surgical procedure on (B)(6) 2017 and lost about 60 lbs since then. The patient has been urgently listed for a heart transplant. No additional information was provided. It was reported that a heart from a donor became available and the patient was transplanted on (B)(6) 2018. No additional information was received.